Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. The proglide suture was deployed and the foot was closed. Reportedly, during proglide device removal a ¿snap¿ was heard and the sheath broke. A surgical cutdown was performed to remove the device. The proglide sheath was still attached to the guide by the actuator wire. The foot was observed to be open in the soft tissue outside of the artery. There was no tissue damage to the artery. The physician opined that the sheath break caused the proglide foot to re-open in the soft tissue. Surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was a two hour clinically significant delay in the procedure due to the surgical removal of the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.